Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners. The pump was also received with a scratched lcd window. The pump alarmed compromised force sensor system at 4.0lbs during the prime/compromised force sensor system test due to a cracked end cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm today. Customer's blood glucose was 116 mg/dl. Customer was unable to prime. Customer agreed to send back his insulin pump.